Event description:
The customer reported that the battery is not charging. The customer reported the unit was in use on patient, but that there wasn't any patient harm.

Manufacturer narrative:
(B)(4).